Event description:
It was reported that a dexcom g7 sensor paired with the user¿s phone application but failed to pair with the ilet, resulting in prolonged ¿pairing¿ status and necessitating troubleshooting that included toggling sensor settings and restarting the sensor, followed by transfer to dexcom for sensor supply concerns. Symptoms included no adverse clinical effects reported. Outcomes included the need for technical support and device reconfiguration to restore intended function. Investigation included complaint review and technical troubleshooting with the user and coordination with the sensor manufacturer. Investigation of this case revealed a connection or communication issue between the cgm sensor and the ilet while the sensor functioned on the phone application. It was concluded that the event involved a pairing failure between the cgm and the ilet, with no patient injury and with corrective actions limited to user-directed troubleshooting and referral to the cgm manufacturer.